Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a seroma following an implant procedure and was provided with oral antibiotics. The seroma was aspirated in-clinic and there were no reports further complications.